Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the unit has error codes messages of machine and proximal pressure sensors failed and oxygen pressure sensor calibration data error. Customer reported that there was no patient involvement.

Manufacturer narrative:
Through follow-ups, customer confirmed that the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem and unit has been returned to service.the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.